Event description:
Customer reported that the pump battery would not charge, though no power source alert was received. There was no reported adverse impact to customer's blood glucose level. Initially, plugging the pump into a different wall outlet temporarily resolved the charging problem, but ultimately, the issue persisted. Technical support initially decided to replace the pump, but customer followed up and confirmed issue had resolved on its own and continued to use the current pump.